Event description:
This device case, reported by a nurse, who contacted the company to find out how to obtain a replacement humapen, concerns a pt. The pt's medical history included having diabetes for a 'good few years'. Concomitant medication included tamoxifen, dipyridamole (persantine), aspirin, flutamide and salbutamol inhaler (ventolin). The pt rec'd 30% soluble insulin, 70% isophane insulin (humulin m3), 12 units in the morning and 10 units at tea time, via a pen injection device (humulin ergo) for the treatment of diabetes (no start date provided). In 2003, the pt's blood sugars started to rise. On the evening on the following day, the pt's blood sugars rose to 33 and the pt was hospitalized. The pt's normal blood sugars are around 15. The reporter was unsure if there was anything wrong with the pen. Initial exam of the returned device revealed that the general condition of the pen was good and that the footpad was detached. At the time of reporting the pt had not recovered. Therapy with 30% soluble insulin, 70% isophane insulin continues. The reporter was unsure if the event of high blood sugars was due to the humapen. This case is cross referenced to cid166267. Update 2/5/2003: pharmaceutical delivery systems entered initial comments on the suspect device page. Update 2/10/2003: initial gpcms report rec'd from qa on the 2/7/2003. Initial comments added and case updated accordingly.